Manufacturer narrative:
A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was an alarm occlusion. Recurring occlusions are caused by 4 angled tubing. The pump has been changed, but the occlusions persist. Therapeutic: veletri 50 ml. There was patient involved. No patient consequences.